Event description:
Ous MDR - after an unk implant duration, it was reported that the pt fell due to syncope. The next day, the pt experienced a tachycardia episode in the hosp. No other adverse pt side effects have been reported. The device was replaced. The implant and explant dates were not reported.